Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A magnet was applied and removed 20 times. The reed switch did not become stuck on any of the attempts. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to reproduce the reported clinical observations, however, concluded that the device likely did not function as intended. The root cause was unable to be determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an interrogation of this pacemaker post lithotripsy procedure noted no presenting electrogram (egm) and no available threshold measurements. Further review noted that the device was in magnet mode even after a magnet had been removed upon completion of the procedure. Boston scientific technical services (ts) discussed troubleshooting options. The device was able to be manually programmed out of magnet mode. Additional information was received that following a surgical procedure two weeks later, the device remained in magnet mode even after removal of the magnet. Magnet mode was able to be terminated by initiating stat pacing on the programmer. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.